Event description:
After an implantation period of approximately 64 months it was reported that the lead was extracted due to oversensing and high pacing impedance. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 58 proximal to the lead tip. Only the distal lead fragment was returned and subjected to an extensive analysis. During the visual inspection the lead showed tissue residuals on the lead body in the distal region. The shock coil was found deformed. The conductor cables to the ring electrode and to the shock coil were severely deformed and coiled inside the leads lumen. In several positions the conductor cables were also pulled outside the lead body. The conductor cable to the shock coil and the conductor cable to the ring electrode showed both fractures. Based on the observed tissue residuals and the characteristics of the damages it is highly likely that the lead was subject to severe tensile stress during the extraction procedure resulting from a significant ingrowth of the lead. Furthermore the insulation was found rubbed though in the distal region of the lead fragment. This damage can be considered the root cause of the reported oversensing and the low out of range coil continuity which was evident in the provided data. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.